Manufacturer narrative:
Product complaint #: (B)(4). Batch # m53r6z. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 2 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position and with the cartridge deck damage as if it was clamping over a hard object. Also, the right gripping was noted to be broken. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy, during firing on second reload, it jammed and edge of reload broke. The serosa was ripped open a bit but managed to suture. Surgery delayed 10 minutes. Opened a new ntlc to complete the case. Pieces fell in the patient, but were retrieved. Procedure successfully completed. There were no patient consequences reported.